Event description:
An occlusion alarm was reported, and during the event, the customer's blood glucose level exceeded 500 mg/dl, which was indicated as "high" by the cgm. To address the high blood glucose, the customer administered a correction bolus through the pump and did not require third-party assistance. Past occlusion events were resolved by changing the infusion set and cartridge before resuming insulin. As recurring occlusion issues were not frequent, the case was closed by cts without additional assistance.